Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support evaluated the information given by the customer. It was determined that the transducer was defective. To resolve the issue reported by the customer, the transducer was replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator was alarming ventilator inoperable and was not able to calibrate the inspiratory pressure transducer. The customer confirmed that there was no patient involvement associated with the reported event.